Event description:
Customer reported pump failed accuracy testing, during biomed testing. Pump is overinfusing. No patient involvement has been reported at this time. Pump will be sent to baxter repair center for evaluation.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed.